Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 350 mg/dl. The customer stated that when she removed the infusion set, the cannula was kinked. The customer stated that the insulin pump had alarmed no delivery on the date of the event. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.